Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibited premature battery depletion due to a red alert. This device was subsequently explanted and replaced. This device is not expected to be returned as it was disposed at the healthcare facility. No additional adverse patient effects were reported.